Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the homechoice (hc) during initial drain. The home patient (hp) stated they saw a lot of air pockets in the patient line. The technical service representative (tsr) assisted the hp in ending therapy and restarting with new supplies. There was no patient injury or medical intervention with this report.

Manufacturer narrative:
(B)(4). Global pharmacovigilance followed up with the nurse because the initial report stated that the patient was not feeling well and an irritated exit site. The peritoneal dialysis nurse stated the patient had pulled on the catheter, accidentally, which irritated the exit site. The events of not feeling well and irritated exit site resolved in with no treatment. The events were not related to dianeal or pd equipment. Additional information: this complaint for a low drain volume alarm during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information that most likely cause of the low drain volume alarm is the air in the patient line. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).